Event description:
Pt was in bed and unconscious. The device was used to check blood glucose and a result of 155 mg/dl was obtained. Emts were called and their meter read 55 mg/dl. Pt was taken to the hosp and given an IV and apple juice. Controls were not used on the system. The device was replaced and authorized for return to the MFR for eval.